Manufacturer narrative:
(B)(4).

Event description:
Received info that after implant in (B)(6) 2010, the pt had positive outcomes. Suddenly seven months later, the pt had a worsening of their parkinson's symptoms. X-rays were done and confirmed a lead fracture. Approval for lead replacement was given, but has not been scheduled at the time of this report.